Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tape not sticking no further information available.